Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned product determined that it received two suture strands pertain to the product code vcp1433h. During visual inspection of the returned samples, the end of the sutures were cut by a surgical instrument. In addition, body fluids were noted along the strand and damage on the surface, one of the sutures was knotted. As part of our quality process, the manufacturing records of this lot could not be completed as the lot number was not provided. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. No lot or batch were provided, DHR could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. When the surgeon was suturing the wound during surgery, the suture broke when the needle went out through the gum for suturing. Replaced the suture for use. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested the following was obtained: did this issue contribute to any patient adverse event? No. Additional information was requested the following was obtained: china lab received (B)(4) on sf1559720204990, received 4ea vcp1433h suture with the lot #s24080024, 17ea vcp1433h with lot#s24070068, and 2ea suture with unknow lot#, instead of 24ea lot# s24070068 originally reported. Please confirm if the received device belongs to this complaint and update the file accordingly. According to sale reps feedback, 17ea vcp1433h and 2ea suture with lot#s24070068 belong to this complaint. The other 4ea vcp1433h suture with the lot #s24080024 maybe have similar suture breakage issue but didn't belong to this complaint. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.